Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer shutdown and was unable to update software. It was indicated that the power supply was defective. It was also indicated that the printer would not print. The programmer was repaired and returned for service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a premature shutdown and was unable to update software. The programmer was returned for service. There was no patient involvement.